Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: on (B)(6) 2014, the pump's black box recorded three loss of prime warnings due to low, non-zero, force sensor readings. The pump was exercised for 24 hours at a 1 unit/hour rate with no loss of prime warnings or other alarms observed. The force sensor calibration was found to be within specifications. The customer complaint could be observed in the device's history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were repeated loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.